Event description:
One touch ultra meter was reading inaccurately high and numbers were being flashed without buttons being pressed. The customer care advocate (cca) verified that the meter was set to the correct unit of measurement. The patient was correctly cleaning the puncture area and correctly applying the sample to the test strip. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The calibration code could not be veriried, since the reporter alleged that the calibration code would inadvertently change on its own. The cca was unable to walk the reporter through quality control testing, since the patient did not have control solution. The pt had informed her daughter that the meter had started reading inaccurately erratic on march 17th. On march 19th, the pt had complainted of feeling tired and cold around 7:00 pm. She had eaten beans, rice, and green chili for dinner. At aound 7:00 pm she tested and obntained a result over 300 mg/dl. She administered 2 units of regular insulin following the test. The reporter was unable to provide results obtained earlier in the day. The patient test 7 times daily and only administers 2 units of insulin once daily if her blood glucose levels are over 140 mg/dl. At 2:00 am her son found her in her bed with her eyes rolled back and feeling cold to the touch. Without attempting to test her blood glucose level, her son contacted 911 and within minutes the paramedics arrived. A result below 30 mg/dl was obtained on the paramedi's meter. She was administered glucose intravenously. The pt refused to be transported to the hospital, since she had a dialysis appointment the following morning. The patient receives dialysis monday, wednesday, and friday's. The reporter mentioned that the paramedics had noticed the calibration code changing; however, the reporter felt that they may have changed the code while pressing the buttons. The cca walked the reporter through troubleshooting; however, the issue was unresolved. The meter was replaced.